Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. Based on the provided information, the anchor broke due to off axis insertion which has been attributed to user technique. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during a reinsertion of the subscapularis procedure the 4.75 healix br anchor broke. The procedure was completed using in the same bone hole. There was no patient consequence or surgical delay. This is report 1 of 1 for (B)(4).